Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical medfusion pump malfunctioned while administering anesthesia. The pump takes about 15-30 seconds to recognize the syringe during replacement. The patient therefore has to wait 30 seconds too long. There were also very loud alarms on the near end of the travel on the syringe every 2 minutes. It was also reported that the bolus function is needed. There were more air leaks causing the pump to alarm near the end of the case even though there is still medication in the syringe. There was no reported adverse event.